Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis. On 10/12/2015 a medtronic representative, following-up at the site, was told that the arm works fine and none of the other surgeons have any complaints. This specific surgeon says the articulating arm feels different from what he is used to, and believes it should feel stiffer. The site states the articulating arm works and holds just fine. No further issues have been reported.

Event description:
A medtronic representative reported surgeon alleged their articulating arm was not performing as it should any longer. The surgeon stated the articulating arm is not damaged, it just does not make him feel confident. No further details regarding the alleged damage, or how it may have occurred, were provided. There was no patient present when this issue was identified.